Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the caller's daughter is a type 1 diabetic and has been using the insulin pump for almost 2 years. The pump suddenly stopped working due to a poor quality quickset and there was a non-delivery of insulin. Customer was in the intensive care unit for almost 4 days and she has survived. No further assistance needed.